Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving morphine 8.2 mg/ml at 1.5 mg/ml via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain, chronic low back pain, and degenerative disc disease. It was reported that there was calcification in the pump pocket. During a routine end of life (eol) battery exchange the healthcare professional (hcp) noted calcification in the pocket and also what seemed like calcification around tip of pump where drug came out. The hcp could not access the cap due to calcification. There were no suspected factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The hcp was able to chip away calcification at the catheter assess port (cap), so that the hcp could aspirate. The hcp had to pull off the sutureless connector to allow catheter aspiration. The hcp thought there must have been some drug leakage, probably for quite awhile. The pocket and catheter were flushed out. The dose was reduced and the patient was kept in the hospital overnight. The issue was resolved at the time of this report. The patient's status at the time of report was alive - no injury. Additional information was received from a consumer via a comp any representative. The next day after spending the night in the hospital, the hcp turned the pump back up to the patient's original flow rate.

Manufacturer narrative:
Analysis determined there were no anomalies/issues with the returned device. Updated device code (B)(4) is no longer applicable and therefore was removed. Conclusion code is no longer applicable and therefore was removed. The conclusion code has been updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.